Manufacturer narrative:
Correction: this MDR is a duplicate of a report already submitted under (g9) manufacturer report number 1416980-2021-03984. All information can be found in the referenced manufacturer report number 1416980-2021-03984. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a transfer set could not be disconnected from the patient line of the cassette. It was further stated that the "patient cut the tubing and clamped off". This occurred after automated peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.